Manufacturer narrative:
Two guidewires that are packaged in the reported kit were returned in a condition that made an evaluation impossible. One coated guidewire with a 3cm section of the coating separated from the wire was also returned. This guidewire is not packaged in the reported kit and cannot be confirmed to be a medcomp product. The manufacturer of the guidewire cannot be determined.

Event description:
During the insertion of the catheter, it has been difficult to mount the guidewire. Due to an important headache, we were obliged to stop the insertion and when removing the guidewire, a part of it did not stay attached.